Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found that the ise tubing had bubbles and the reference (ref) electrode has debris in the solution. The failure mode was identified as the ref electrode. The fse replaced the ref electrode and cleaned ise tubing which resolved the issue. Performed verification testing successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous patient results with negative anion (agap) for sodium (na) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for eleven (11) patients. The customer did not provide patient demographics.